Manufacturer narrative:
Device evaluation: no suspect product was received; however, a photo was provided by the customer. Product evaluation was performed on a photograph the customer provided. The photo displays an eye implanted with the suspect product. The haptic was observed to be stuck to the optic. Since no product has been received, no further evaluation has been performed. The complaint issue "haptic stuck to optic" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, a5: unknown/asked but unavailable (asku). Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had the haptics sticking on the side of the lens optics. The surgeon had to manipulate the lens in the patient's left eye. There was no impact to the patient. There was no vitrectomy performed and no incision enlarged was required. No medical intervention was required outside of the standard of care. The patient has fully recovered. No other information was provided.